Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were recovering within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following actions: cleaned reagent probe 2 (rpp2) and dilution probe (dpp) wash ports; replaced isotonic saline diluent line filter; replaced saline diluent main bottle and reagent; performed system primes with no visible signs of leaks from pumps; checked operation of dilution wash up and down (dwud) and wash up and down (wud) during nozzle wash operation; performed lamp energy and cell blank and performed ion-selective electrode (ise) calibration and coefficient of variation. Then the customer ran and verified quality control. There have been no further issues relating to this incident. The cause of the discordant, falsely depressed concentrated carbon dioxide (co2_c) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician. The sample was repeated on the same instrument and an alternate advia chemistry xpt instrument. The repeat results were higher than the discordant result. The repeat result of 26.0 mmol/l was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2_c result.